Event description:
It was reported that the patient with this right atrial (ra) lead had a possible infection and erosion. The patient experienced stinging and burning at the implant site, and also reported seeing green and yellow lights under the chest. The cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in service. No adverse patient effects were reported.